Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. Customer's blood glucose level was 562 mg/dl. Customer delivered a correction bolus to address elevated blood glucose level. Customer changed pump supplies and declined to further troubleshoot with tandem technical support.